Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 3005751028-2020-00021.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 3005751028-2020-00021.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020-01178. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty at an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. Attempts have been made and no further information has been provided.